Manufacturer narrative:
Additional information provided in device evaluated by MFR? And evaluation codes. The device was received for evaluation with a disconnect cap, and the evaluation is complete. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Loose particulate matter inside of the tubing was identified during visual inspection. The reported condition was verified. Further particulate matter analysis identified that calcium carbonate and calcium stearate were both contained in the lumen of the tubing along with polydimethylsiloxane. Per the particulate matter study¿s conclusions, the near uniform presence of the particles and residue suggests a fluid within the tubing may have dried leaving behind a calcium rich surface residue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of a uv flash transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.